Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for analysis. The data logs show a motor current spike with speed deviation, shift in placement signal and shift in pump flows characteristic of biomaterial ingestion. After motor current spike, purge pressure trended upwards and there was a decrease in purge flow. The purge pressure trended up but did not meet threshold for alarm trigger. As clinical mentioned, tissue plasminogen activator (tpa) protocol was initiated and purge pressure stabilized between 600mmhg to 800mmhg for the rest of the case. The root cause of the high purge pressure was most likely due to biomaterial ingestion as evidenced by data log analysis. The instructions for use for the impella rp with smartassist system states the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ added: h6 impact code 4644.

Event description:
It was further reported that despite improvement with additional bipella support, the patient never recovered from the impact to his liver and kidneys. As a result, the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. The high purge flow did not interrupt support or cause a change in the therapy. The effect was to the user as the user had to take action (i.e. Tpa to the purge system), user inconvenience.

Manufacturer narrative:
Added b5-mso review statement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella rp flex implant, the purge flow abruptly began to decrease. Tissue plasminogen activator was run through the purge and the flow rate increased to a stable rate. There was no noted patient harm.